Event description:
It was reported that the programmer was recently updated with current software, and the service disk was ran. During a device check, the programmer incurred a fatal error. The power was recycled, and the interrogation was complete. No patient complications were reported as a result of this event. Software reinstallation was recommended to eliminate future occurrences of the error message.

Event description:
It was reported that the programmer was recently updated with current software and the service disk was ran. During a device check, the programmer incurred a fatal error. The power was recycled and the interrogation was complete. To date, there has been no further problems with the programmer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.